Event description:
Information received indicates the brake casters are not holding when in brake.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.